Manufacturer narrative:
Mie prefecture.

Event description:
It was reported that device entrapment occurred. A rotapro 1.50mm and rotawire drive were selected to treat a 95% stenosed, moderately calcified and moderately tortuous lesion within the left anterior descending artery (lad) and left circumflex artery (lcx). After treatment, the rotapro stalled and would not operate. The rotapro was attempted to be removed, but was stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with another device and no patient complications were reported.

Event description:
It was reported that device entrapment occurred. A rotapro 1.50mm and rotawire drive were selected to treat a 95% stenosed, moderately calcified and moderately tortuous lesion within the left anterior descending artery (lad) and left circumflex artery (lcx). After treatment, the rotapro stalled and would not operate. The rotapro was attempted to be removed, but was stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with another device and no patient complications were reported.

Manufacturer narrative:
E1: (B)(6). Product analysis by MFR: the returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that large quantities of blood were present within the device. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with severe resistance, but was not able to be reinserted due to the presence of blood within the device. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch, was pressed, the device stalled and would not run due to the blood within the device. Product analysis confirmed the reported stuck rotawire, as the returned rotawire was unable to be inserted due to the presence of blood within the device. The reported stall was able to be confirmed as the device stalled and would not run due to the blood within the device. The identified presence of blood within the device indicates that the flow of saline through the device was not sufficient during the procedure and allowed a backflow of blood into the device. An insufficient flow of saline can result in a device stall as noted in the reported events.